Event description:
It was reported that the ilet did not hold a full charge after extended charging and that the charging cord had intermittent connection issues, consistent with a device problem involving fracture and implicating the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a fracture-related problem associated with the battery charger, aligning with a device problem of fracture and the charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.